Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual exam. Results revealed that the lens was torn in three places on the edge of the leading haptic plate. The lens damage is consistent with lenses that have been removed from the eye. In addition, three retain samples from the same lot as the returned lens were subjected to dimensional inspection; results were within specifications. According to the surgeon, the likely cause of the reported event is attributed to the pt's pre-existing zonular insufficiency.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye using the crystalsert injector system. The pt had pre-existing zonular weakness/insufficiency and there was peripheral capsular disruption and subsequent iol dislocation intraoperatively. The lens was removed and replaced and a vitrectomy was performed. The pt's preoperative bcva was 20/30 with mr plano - 0.75 x 95. Postoperative bcva and mr not provided. The pt's prognosis is excellent. (B)(4).